Event description:
Information was received that this smiths medical cadd legacy plus pump experience over infusion. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy plus pump was returned for analysis with slight cracking on the rear housing and a missing battery door. Event log history was performed and showed that two 10ml bolus tests were performed prior to the pumps return to smiths. During testing, delivery accuracy testing was performed and the customer's concern regarding over infusing was able to be confirmed. The delivery accuracy tests found the pump to be over delivering outside the published specification of +/-6%. The pump's expulsor will be replaced in order to bring the delivery into more nominal of a range. Pump also had an 1861 error recorded. Pump was opened then inspected for fluid ingression. No fluid ingression was found. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.